Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the red lights on the joystick are not working on the battery indicator.